Event description:
It was reported that a patient underwent hysterotomy on (B)(6) 2013 and suture was used. During the procedure, it was noted that the needle tip was broken. The surgeon stated that the needle had already been broken and no fragment remained in situ. The area was lavaged and closed. The patient is in stable condition.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers:batch ec2888 mfg date 03/01/2012, exp date: ni.batch eg2320 mfg date:06/01/2012, exp date: ni.batch ek2163 mfg date: 09/01/2012, exp date: ni.batch el2338 mfg date: 10/01/2012, exp date: ni.in addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. A visual inspection of the scanning electron microscope (sem) photos was performed which revealed indents and scuff marks around the break area produced during handling by a surgical needle holders or some other gripping devise. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. There are no signs of manufacturing defects found on the needle. In order to avoid this kind of damage the package insert cautions: to avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point.